Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patients ipg has reached its end of service. Surgical intervention was undertaken on an unknown date where the ipg was explanted and replaced.

Manufacturer narrative:
A patient's ipg reached end of life was reported to abbott. As a result, the patient's ipg explanted and replaced. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.